Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: lightheaded. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Meter serial number was unable to be provided as the customer stated that he lost the meter; customer stated he still had the test strips. The test strip lot manufacturer¿s expiration date is 05/25/2024. Open vial date and product storage were not disclosed. The customer reported feeling very lightheaded; medical attention was not needed at the time of the call.

Manufacturer narrative:
Sections with additional information as of 31-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down.